Event description:
The user facility reported that the cuff was full inflated but it did not stop the blood flow. This was causing a lot of blood at the surgical site. There was a delay throughout the case but the case did not exceed 2 hours. The patient received albumin due to the blood loss. No other adverse consequences were reported.

Event description:
The user facility reported that the cuff was full inflated but it did not stop the blood flow. This was causing a lot of blood at the surgical site. There was a delay throughout the case but the case did not exceed 2 hours. The patient received albumin due to the blood loss. No other adverse consequences were reported.